Manufacturer narrative:
Concomitant product: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
In manufacturer report # 3004209178-2013-03152 the following information was reported: "the patient experienced lack of efficacy due to lead migration." Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to the lead migration event will be reported in this report. Manufacturer database showed that the leads had been removed. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.